Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture is unknown but may have been due to procedural factors (device manipulation, borderline valve size) and patient factors (fragile tissue due to infective endocarditis, native annular calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during the transfemoral tavr procedure in the aortic position, the patient suffered an annular rupture. After valvuloplasty was done, the patient¿s blood pressure decreased. Echo revealed an acute aortic regurgitation, therefore the team decided to rapidly proceed with the deployment of the 26mm sapien valve. Post valve deployment, the blood pressure did not recover. An angiogram was performed which showed a contrast leak from the left coronary cusp side. A pericardial effusion was noticed and an annular rupture was confirmed. A pericardiocentesis was performed and fluid infusion was administered. Blood pressure was raised, the patient was placed on ECMO and hemostasis was reached to stable. The patient was sent to the operating room for further investigation and conversion to open heart surgery. It is perceived the annular rupture was caused due to the patient¿s fragile tissue around the area (due to a previous history of infective endocarditis) and also calcification.